Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no reported impact to the customer¿s blood glucose level. The customer will contact their health care provider to obtain an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event.